Event description:
The patient suffered injury and damage associated with his use of defective products, a bard ventralex hernia patch, bard kugel hernia patch and kugel mesh. The patient alleges to have suffered disabling pain and required surgical intervention due to having the patches implanted in him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or specific product issue alleged. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00225 for information related to the ventralex mesh referred to on the event description. See MDR 1213643-2009-00226 for information related to the other kugel mesh patches referred to on the event description.